Event description:
It was reported: approximately two weeks post right total hip arthroplasty for degenerative osteoarthritis a pt had three separate posterior dislocations with little trauma. Pt x-rays revealed little anteversion of the acetabular cup. Pt underwent revision total hip arthroplasty surgery.